Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s system did not take all the pain away. The caller stated that the patient would not use the stimulation at night because they could feel the pulsating and it bothered them. The patient¿s wife was unsure if the pain the patient was having now was new pain or pain they were having because the stimulation was off. They checked the ins with the patient programmer and it was discharged so they started charging the ins. The caller reported that initially they did not get any bars, but after repositioning, they got 8 bars. Coupling continued to change during the call (down to 4 bars) as the patient was moving around while they were trying to charge the ins. During the call, the charge level was still too low to be able to turn the ins on. No further complications were reported. Follow-up was conducted.